Event description:
A 24mm diameter x 14mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. The pt had a history of a myocardial infarction and diffuse cardiomyopathy. It is reported that the pt had a long aortic neck measuring 3.5cm and narrow iliac arteries. The vessel tortuosity is unknown. A 24mm x 14mm x 16.5cm aneurx bifurcated stent graft was deployed from the right side with the aid of a 22 french sheath. A physician present at the case reported that upon bullet and runner retrieval, the device was displaced distally. In order to prevent further distal displacement of the device, retrograde gate access was achieved and clearly documented by ivus (ultravascular ultrasound) interrogation. A 14mm x 8.5cm iliac limb extension was added on the left side to stabilize the main body of the graft prior to runner and bullet removal. Next, a 24mm x 3.75cm aortic extension cuff was deployed from the right side. The ensure a more secure proximal fixation, a 26mm x 3.75cm aortic extension cuff was also placed. It was noted that the right hypogastric artery orifice was covered due to the device moving distally with removal. The final angiogram revealed pt renal and left hypogastric arteries and no proximal or distal endoleak. The physician stated that the combination of a long aortic neck and narrow common iliac arteries resulted in the device being displaced distally upon bullet and runner removal, and the endovascular team should have deployed the contralateral iliac limb in order to stabilize the bifurcated stent graft. The pt is reportedly doing fine, and there was no additional clinical sequelae reported relative to the event. The device was discarded and was not available for investigation.